Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time was incorrect, cause was unknown. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin therapy.